Event description:
It was reported that the customer would like a replacement probe. The values were incorrect. No reference number provided at the time of the call. S/n: (B)(6) - probe. Per liberator via phone on 04oct2024, it was reported that the customer was unaware of this issue, and they did not keep inventory of the probes and no issue with a device was brought up to biomed.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer would like a replacement probe. The values were incorrect. No reference number provided at the time of the call. S/n: (B)(6) - probe.